Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2010, patient presented with following pre-op diagnoses: lumbar radiculitis. Postlaminectomy syndrome. Lumbar spondylosis. Degenerative disc disease. Peripheral neuropathy. For which, patient underwent following procedures: right l4-l5 transverse lumbar interbody fusion. Posterolateral fusion, right l4-l5. Segmental instrumentation, l4-s1. Placement of interbody cages, l4-l5. 5. Right l4-l5 redo laminotomy. Per op notes, "after discectomy was completed at l4-l5. The appropriate size trials were then inserted. Once the proper final implant was selected, the most anterior part of the interspace was irrigated with copious amounts of normal saline. It was packed with combination of bmp and bone graft. The cage was packed with bmp and also inserted into position. The cage was confirmed on both ap and lateral fluoroscopic views. Patient tolerated the procedure well without any intraoperative complications." On same day, patient also underwent following procedures: anterior decompression and fusion via trans1 approach. Placement of thr ead-like cage device. 3. Posterolateral fusion with instrumentation. Per op notes, facet joints were exposed. They were decorticated and packed with bmp followed by a left facet screw. Fixation was excellent. The wound was closed in a standard fashion. There were no spinal cord monitoring changes throughout this procedure. Patient was taken to recovery room in stable condition, was able to move all extremities. Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.